Event description:
It was reported that the needle did not deploy, and the pink slide did not move forward indicating a needle mechanism failure. The cannula was deployed, but did not insert into the skin. They wore the pod between 1 and 4 hours and reported their blood glucose did increase, but did not provide specific results.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1124 pulses, including multiple boluses. No timeouts or drive stalls were seen during priming. No damages or defects were found that would result in a needle mechanism failure. The pod generated an 0x68 hazard alarm indicating occlusion during runtime (one or more pulses filtered in the last 15). Timeouts were seen at the end of the pods run. Rotational sensor data indicates that the ratchet gear was still turning at this time. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.